Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant attempt there was difficulty positioning/fixing the lead, and low sensing values. During the attempt to reposition the lead it was further reported that there was difficulty extending/retracting the lead helix. The lead was not implanted. No patient complications were reported as a result of this event.